Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 05/13/2026. Technical support confirmed that the duration of the patient¿s hospital stay is unknown. No additional information regarding the patient or the event is available at this time.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. The wearable reportedly stopped functioning on (B)(6) 2026 and displayed an instruction to replace the sensor. The patient reported not feeling well and noted elevated blood pressure. She obtained a fingerstick blood glucose (bg) reading of approximately 211 mg/dl and elected to go to the hospital on her own. The patient declined to provide additional details regarding the event. The patient remained hospitalized for less than 24 hours. No further clinical details, treatment information, or outcomes were documented. Multiple attempts to contact the reporter for additional information were unsuccessful. Data was received but does not reflect the full investigation window. Confirmation of the allegation could not be determined. No additional patient or event information is available.